Manufacturer narrative:
Correction: annex a: a13, annex c: c0401, annex d: d02. Additional information: annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had when put the device on right iui it does not read the device and it shuts down communication on the right iui for any device connected. There was no reported patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a13, annex b: b01, annex c: c0401, annex d: d02, annex g: g02017. Investigation summary: field technician stated issue of iui-female (left) - communication failure was confirmed. On 01-aug-2024, pcu was received unboxed and with paperwork. Internal inspection has confirmed the stated issue of iui-female (left) - communication failure. Issue was fixed by swapping the female (left) iui. Recommend bd san diego repair center to replace the female (left) iui and iui screws. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had when put the device on right iui it does not read the device and it shuts down communication on the right iui for any device connected. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had when put the device on right iui it does not read the device and it shuts down communication on the right iui for any device connected. There was no reported patient involvement.